Manufacturer narrative:
Manufacturer's investigation conclusion: device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: open fuse b was confirmed. The reported event of a driveline power fault alarm was confirmed during analysis. The evaluation of the returned system controller serial number revealed that fuse b was open. As a result, the system controller operated the test pump with a driveline power fault alarm. The open fuse was replaced, the system controller was functionally tested and it passed all tests. The event log file contained data recorded from (B)(6) to (B)(6) 2021. The recorded information revealed normal operation until (B)(6) when controller internal fault and driveline power fault alarms became active. The alarms were associated with fuse b being open. The system continued to operate at the set speed with a driveline power fault alarm being active until (B)(6) when the driveline was disconnected. The open fuse appeared to be consistent with the damaged driveline reported by the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-01163. It was reported that there was a cut in the patient's driveline above the modular cable connection caused by an accident as the patient was removing a dressing from the driveline. The patient heard an alarm with the message displaying "call hospital driveline power fault." The patient's spouse wrapped electrical tape around the cut and the alarm stopped. The log file captured multiple driveline power faults, power_b_broken on (B)(6) 2021. The pump was functioning and running during these events. The patient's system controller was exchanged. A technical services representative inspected the driveline damage and noted that all layers were breached and the blue and red wires were visible. After opening up the driveline, it was noted that the insulation of the blue and red wire had been cut with the blue wire having a small slice in the insulation and the red wire having a small nick in the insulation. No extraneous strands were noted and it only looked like a small breach. Both areas of damage were wrapped in non conductive tape (kapton) and further kapton tape was used to wrap the exposed driveline wires to make it more uniform in shape. Rescue tape was applied to the area as a final step. No further alarms were noted after the controller had been exchanged and no alarms were noted during the repair.